Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the investigative results that the cause was the failure of the ccd-unit (charged coupled device) or the circuit board of the video connector which resulted from liquid or moisture entering the device. Because the user did not report a leak from the subject device, it was speculated that the user's handling possibly deviated from the instructions for use (IFU). The IFU states the following: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
As reported, the scope connects and brings up scope information on the screen but the picture is solid black, then screen shows error 216. The issue found during preparation for use. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection found leaking on ¿a-rubber¿ (bending-section) due to a pinhole and chip. Water dunk test failed. Chip on a-rubber glue was noted. Image is intact and very clear, no issue found. Based on evaluation findings, leaking was found on the device however, there is no issue noted on the image as it is found to be intact and clear. Investigation is ongoing. This report will be supplemented accordingly following investigation.